Event description:
It was reported that the patient was admitted to the emergency room with symptoms. Testing showed undersensing of the ventricular lead that could not be resolved with changes to the sensitivity and there appeared to be some ventricular paces that didn¿t capture as they fall after what looked like an intrinsic r wave. A lead dislodgement was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addr01 implantable pacing lead implanted: 2013 (B)(6); 4076-45 implantable pacing lead 2013 (B)(6). (B)(4).